Manufacturer narrative:
Additional information: d10. The reported field event of failure to interrogate was not confirmed in the laboratory. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a normal device replacement, failure to interrogate and incorrect measurement of the elective replacement indicator (eri) were observed. The device could not maintain telemetry long enough for the interrogation. The device was explanted and replaced. The patient was stable.